Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable as the cable was broken. Additionally, the usb cable wires were exposed. Customer¿s blood glucose value was 150 mg/dl.